Event description:
It was reported that, the motor of the "mdu powermax elite shaver" had no movement. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error. Cause of errors is a defective electronic component on the hall pcb. The motor passed functional testing. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, the motor of the "mdu powermax elite shaver" had no movement. It is unknown if the event happened during surgery. Therefore, no patient involvement or surgical complications could be confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.